Event description:
The pump was returned for investigation. Investigation revealed a display failure and an internal component failure. This report is made based on results of investigation completed on (B)(4) 2014. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: during investigation, the display screen was found to be cracked. Additionally, an internal component failure was found; causing call service alarms during testing. The component was reprogrammed with no further issues. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).